Manufacturer narrative:
Updated data: h2 h3 h6. Image review: post implant fluoroscopic images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 87.9 millimeter (mm) with a perimeter derived diameter of 28 mm suggesting a 34mm evolut. The aortic valve appeared to be moderately calcified with protruding calcium in the annulus. It was reported that the valve was recaptured and upon second deployment abnormal appearance of the frame was noted which was later determined that it was an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Images of the infold were not provided for review. It was documented that an attempt to reload the valve was made; however, due to the inability to remove the thrombus from the valve, it was discarded and replaced by new sterile components. As stated in the instructions for use (IFU), if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. Ultimately, a new valve was loaded. The post implant images show a well expanded valve in an adequate position without evidence of paravalvular leak. Conclusion: the device history record and frame record were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The valve was discarded; therefore, it was not returned to medtronic for analysis. It was reported that, upon deployment, the valve was constricted. A post-balloon dilatation was not performed in this case, but per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. With the information provided, a conclusive cause could not be determined. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. With the limited information available, a conclusive root cause could not be determined. The patient's calcification in the aortic annulus likely contributed to the valve infold. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient con ditions, and its presence and rate of formation is largely dependent on patient condition. With the limited information available, a conclusive root cause of the thrombus cannot be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, pre dilation was performed with a non-medtronic (cristal) balloon. Delivery of the valve was initially performed without difficulties by "fd". During the first positioning attempt, it was noted that the valve was constricted in the overlap projection. In left anterior oblique (lao) it was in position 0 in relation to the left coronary cusp (lcc). The decision was made to recapture the valve. During the second attempt to release the valve, the valve "did not behave well". The valve did not touch the sinus of valsalva (sov). It also seemed to be "all twisted up". The valve was recaptured a second time. While attempting to reassemble the valve, it was noted that the valve had a significant amount of "thrombus" stuck to it. An attempt was made to wash the valve for 35 minutes, but there were still small "thrombi" on the valve leaflets and metal. For safety reasons, the valve was changed out for a new valve as it was noted the small "thrombi" stuck in the valve could come loose and cause a stroke in the patient. A new valve was loaded onto a new delivery catheter system (dcs). Fluoroscopic loading check of the valve was performed. The valve was noted to be well expanded and successfully released in overlap projection. No post dilation was needed. There was no paravalvular leak (pvl) noted with an average gradient of 4 millimeters of mercury (mm hg). It was noted that throughout the procedure, the patient was hemodynamically stable. "Tca" was performed during the procedure and the patient left the operating room awake. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop34 (lot: 0012079695); product type: 0195-heart valves product ID l-evprop34; product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no misload was observed during loading. The "fd" refer to the right femoral artery where the valve was delivered without difficulties. It was clarified that the valve was "all twisted up" meant that the valve was infolded. A procedural delay resulted from the infold. Per the physician, the patient's calcification in the aortic annulus contributed to the valve infold. No complications resulted from the thrombus.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received inside its original packaging jar, fully submerged in clear solution. All leaflets were in the closed position with a small gap at the point of coaptation. All leaflets were flexible and intact; no damages were observed. All commissures were intact. There was no evidence of damages to the frame. The valve appeared discolored showing evidence of blood contact. There was no evidence of thrombus on the valve. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was then deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Conclusion: this additional information does not impact the previously completed investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying "tca" to be active coagulation time was performed during the procedure.